Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). On (B)(6) 2016, the patient complained of the stimulation causing stomach upset and causing her to feel sick to her stomach. A clinical diagnosis of unsatisfactory analgesia was reported. The entire system was explanted (and not replaced) on (B)(6) 2016. The device disposition was unknown. The event resolved without sequelae. The event was related to the device or therapy (specifically due to programming) and was not related to the implant procedure. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016.